Manufacturer narrative:
Exemption number e2019001. The device was returned for analysis. The reported foot detachment was confirmed. The foot deployment issue was not confirmed. Difficult to insert and entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the severely calcified right common femoral artery was attempted with two proglide devices, using the pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. The first proglide suture was successfully preplaced. Reportedly, the second proglide device was difficult to insert and resistance was felt during deployment of the foot. The proglide device became stuck. An attempt was made to remove the device by moving the lever up and down, but the device was still stuck. The device was surgically removed. It was observed that the foot had separated. All pieces of the device were retrieved from the anatomy. The aaa procedure was not performed. Surgical suturing was used to achieve hemostasis. Protamine was administered. Hospitalization was extended one day. No additional information was provided.